Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited a tear inside the channel. There was no patient involvement.

Manufacturer narrative:
The complaint was reported because failed leak test, leaking at the distal tip. The product analysis confirmed that as a leak from the channel due to a tear inside the channel. One or more failure mode(s) identified has been previously investigated through the product technical investigation (pti) process and therefore does not require any further investigation. See coding table for the pti reference number associated with these failure modes. A shr review was not conducted on this previously serviced device as the complaint is not related to a death, infection, or patient injury. A labeling review is not required as there is no evidence to suggest that the user may not have properly handled/used the device in accordance with the IFU. A risk review was performed, and no unanticipated failures or harms were identified. A history review was not performed as the reported condition(s) is/are covered by a pti investigation, which includes a review of this section. A CAPA history review was performed and no related capas were found. The complaint was confirmed; the device has a leak from the channel due to a tear inside the channel. The most probable cause of the complaint is cause traced to component failure, expected or random component failure without any design or manufacturing issue. No further escalation is required.